Manufacturer narrative:
As reported, a hair was found on the sterile pouch of the phasix flat mesh. A photo was provided which shows a hair like fiber, on the outside of the sterile tyvek envelope. The sample has been returned for evaluation and root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb, 2022. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on sample and manufacturing process evaluation performed, the root cause is confirmed as manufacturing related. Awareness dissemination was provided to all appropriate personnel. Our records continue to show there have been no other reported complaints to date for this lot (B)(4) units) released for distribution in february 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during complex abdominal wall reconstruction, a hair was found in the sterile contents of the phasix flat mesh. It was reported that another mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, a hair was found on the sterile pouch of the phasix flat mesh. A photo was provided which shows a hair like fiber, on the outside of the sterile tyvek envelope. The sample has been returned for evaluation and root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 88 units released for distribution in feb, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during complex abdominal wall reconstruction, a hair was found in the sterile contents of the phasix flat mesh. It was reported that another mesh was used to complete the procedure. There was no patient injury.